Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204/damage to belt) has been confirmed. The cause for service code 204 is a cut in the electrode belt trunk cable, which exposed and damaged internal wires. The root cause for the damaged trunk cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male, pt's wife, contacted zoll customer support to report a service code 204 and some damage on the belt. The pt was issued a replacement electrode belt.